Event description:
See initial report.

Manufacturer narrative:
Leak test of the returned csc14 reproduced reported leakage. The complained unit was tested with a leak tester in the same condition as per standard operating procedure and the unit failed the test. The returned csc14 was sectioned to identify the source of the leakage: two fissures of naked-eye visible range dimensions were identified in the sectioned metal sheet. Inspection of the metal sheet in the area were the fissures were identified found neither trace of corrosion nor any metal degradation. To further verify that the failure was not ascribable to any systematic issue, more that 500 units of the same batch of metal sheet used to manufacture the complained csc14 and available in the livanova warehouse, were leak tested and all units resulted conforming. Complaint review revealed that this is the unique event registered for this issue in last three years with nearly (B)(4) distributed units worldwide. Based on the above analysis results, the most probable root cause is related to an isolated operator error. To prevent reoccurrence, an awareness session with all operator has been held to improve awareness on this type of issues. As part of its continuous improvement process livanova is currently evaluating possible improvements of the final release test process to further reduce the likelihood of operators mistakes. Livanova will keep monitoring the market.

Manufacturer narrative:
The event occurred prior to any patient involvement. The csc14 blood cardioplegia system is a non-sterile device assembled into a sterile convenience pack (catalog number ab1738 lot 1905140047) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the csc14 was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. The age of the device was calculated as the time elapsed between device sterilization and the date of event. The csc14 blood cardioplegia system is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone csc (catalog number p3740) is registered in the USA (510(k) number: k012898). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group (B)(4) manufactures the csc14 blood cardioplegia system. The incident occurred in (B)(6). The involved device has been received at livanova facilities and investigation is ongoing. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova has received a report that, during priming, priming solution leaked from water side of a csc14 cardioplegia heat exchanger. The device was exchanged with another one. The event occurred prior to any patient involvement.